Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the ins recharger antenna resolved the coupling issue. The patient also reported that the part of the recharging belt that holds the antenna was cracked and that it was replaced. No additional information related to this event was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging at the time of the call and the patient was getting full 8 coupling bars, but then the screen went to reposition antenna screen. The patient said this did not happen with the previous recharger. The patient said it charged for a minute then went back to reposition screen a minute or two later. Replacement od recharger antenna was reviewed. Replacement product request sent. Additional information was received and repair indicated that patient try further troubleshoot the reposition antenna screen and charging practices. The recharger antenna was already replaced and will not be replaced for the patient at this time. The patient indicated they were using the belt, don't move and lays in the same spot when charging. The patient said they have never had this issue with the other recharger. The patient continued to get 8 coupling bars and then heard the click and it went off and beeped a few times. The patient indicated that their device was almost out of battery. Patient redirected to health care professional (hcp). No patient symptoms and complications were reported in this event. Additional information was received from the patient. It was reported that trouble shooting was done to resolve the reposition antenna issue and they patient got poor coupling screen and no bars shaded. The patient had no ins pocket concerns or any falls or trauma. The patient was redirected to repair. It was reviewed with the patient that if new recharger does not resolve issue they should get their device checked by health care professional (hcp).